Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with no patient complications nor injuries reported.